Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self test, a21 error test and displacement test or verify weak battery, low batt alarms due to blank display. The insulin pump had cracked battery tube threads.

Event description:
Customer reported via phone call that their insulin pump had week battery alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump was resetting on its own replace battery corrosion inside battery compartment tried cleaning with cotton swab inquired what led up to the complaint. Customer was able to successfully clear the alarm. The device will be returned for analysis.